Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contracture," baker grade unknown. Patient additionally reported "multiple auto immune problems, chronic fatigue, shortness of breath" and that "every couple of months" they experience flu-like symptoms including "fevers and chills and shakes;" these events are not related to the device. This record is for the right side. Device remains implanted.